Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a remote merlin.net transmission revealed that the patient received inappropriate antitachycardia pacing for supraventricular tachycardia (svt). It was noted that it was due to the svt discrimination programming. The clinic would discuss programming changes. No patient symptoms or additional information was reported.